Event description:
It was reported that the antennas of a wireless broadband internet kit have melted and broken off. No adverse events were reported.

Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.